Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) mangled upon advancing the lens. There was no patient contact. The issue occurred after the surgery, that it appeared to have turned sideways on the advance and jammed in the tip of the cartridge. In the surgeon's opinion the product failure caused this event directly. The procedure was completed using another dib00 lens of the same diopter value. From the additional information it was learned that there was no use error. It was believed that it looked like the leading haptic stuck to cartridge and twisted lens. No other information is available.